Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that the c.r.e. Balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure. Patient's weight was not provided. According to the complainant, during the procedure, after dilating with the balloon, the balloon was deflated. The balloon would not deflate completely and was not small enough to be removed from the olympus scope. The scope was removed from the patient and the wire was cut at the top in order to pull the balloon all the way through the scope. The procedure was completed with this device. There has been no report of complications or injury to the patient due to this event. Post procedure, the patient status was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device model number or lot number; therefore, the device expiration and manufacture dates are also unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).